Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient found out that his machine had a recall after using it for 10 years and was never notified. The patient reported that he had an MRI scan done on his heart and they found 2 nodules on his lungs and the patient was wondering if it was caused by the recalled machine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since there is no device information was provided. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.